Event description:
It was reported while using the catheter for an ablation procedure, leakage was noted from the handle of the catheter and the irrigation tubing was broken. There were no consequences to the patient. Additional information was requested and is unavailable.

Manufacturer narrative:
(B)(4). Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle and the strain relief joint in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment.